Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge broke open. Customer's blood glucose was 369 mg/dl. A cartridge change was performed to resolve the issue.